Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valves to resolve the issue. Beckman coulter internal identifier is (B)(4). Patient demographic information was not provided. (B)(6).

Event description:
The customer reported the dxc 700 au clinical chemistry analyzer generated false high ise (ion selective electrode - chloride (cl), potassium (k), sodium (na)) results on one (1) patient sample. There was no change in patient treatment in association with this event.